Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii on a cobas 6000 e 601 module. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with a ft3 value of 5.37 pg/ml. The sample was treated with polyethylene glycol (peg) and repeated. The repeat result was 2.07 pg/ml. The sample was provided for investigation, where it was tested on another e601 analyzer. The sample was tested twice on this analyzer, resulting as 2.30 pg/ml and 2.51 pg/ml. No adverse events were alleged to have occurred with the patient. The ft3 reagent lot number used at the customer site was 179026. The reagent expiration date was asked for, but not provided. The e601 analyzer used for investigation was (B)(4). Ft3 reagent lot number 203102, with an expiration date of december 2017 was used on this analyzer. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. The likely root causes relate to the presence of bubbles/foam on the assay reagent surface, microclots/fibrin in the sample, or the presence of bubbles/foam in the system reagents. Peg treatment of the sample does not generate a true quantitative result, so it is not possible to interpret the value obtained with peg treatment.